Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently on shipping from colombia to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): infusion therapy just too slow.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used, empty easypump ii lt 270-27-s in open packaging. The two samples were subjected to a visual inspection. Damages or other deviations were not detected. As-received condition the clamp clips were closed and the patient connectors were closed with the original wing caps. After opening the big white top caps we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the samples. Additionally the two samples were filled with nacl 0.9 % up to the nominal volume (270 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pumps did work (solution was running). Leakages were not detected at the samples. Furthermore, we tested the flow rate of the samples. Nominal: 10.0 ml/h. Actual: sample 1: 15.3 ml in 1 h; 28.7 ml in 2 hrs; 171,3 ml in 18 hrs. Sample 2: 14.6 ml in 1 h; 27.1 ml in 2 hrs; 163,2 ml in 18 hrs. The flow rate of the samples is within our specifications. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection however, flow rate deviation is a known error pattern and corrective and preventive actions are in progress / have been implemented.